Event description:
A false positive advia centaur troponin ultra result was obtained for a pt sample. The tech repeated testing on the pt sample and the result was negative. The pt sample was run on another advia centaur and the result was also negative. The negative result was reported to the physician. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra results.

Manufacturer narrative:
A siemens field svc engineer (fse) was sent to the customer site for sys inspection. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unk. The instrument is performing within specifications. No further eval of the device is required.